Event description:
The complainant has reported that a male patient underwent a therapeutic procedure for gastric hemostasis. The resolution clip device was noticed to have deployed prematurely, outside the patient. No product is available for evaluation. The procedure was completed with another of the same device. There was no reported complication or ill effect sustained by the patient.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time.